Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that they felt the patient's program 1 was not as affected. They had a fall a week prior, but had worsening nocturia so they switched from program 1 to program 3 around (B)(6) 2015. The device was on, but program 1 was set to 0.0 amplitude. Program 1 was increased from 0 to 1.3, program 2 was increased from 0.6 to 0.7, program 3 was left at 0.6, and program 4 was left at 1.6. It was noted that impedances were okay and the battery life was 77-85 months. There was decreased effectiveness of the device and they were back to voiding every two hours, day and night. They also stated that the remote was not synced to the device. They had leaking, nocturia, and urgency. It was noted that the patient was left back on program 1, contradicting prior information. They were going to follow-up in six weeks to evaluate the effectiveness of the changes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was not happy with their device as it helped for a while but it was not working like it did in the beginning as they were getting up every 2 hours (started within the last year). The patient stated they had a fall down the steps at the end of (B)(6) 2017 and had increasing stimulation that caused a shock and curled their toes. They had aching at the ins site and down the side when they lied down which started about 6-7 months ago. When the patient tried to check the device, they had poor communication on the programmer. It was ensured they had working batteries in the unit. The patient used the antenna and when it was confirmed it was securely attached and synchronized to the ins the communication was not resolved. The antenna was unplugged, the programmer placed on the skin directly over the ins and when synchronized, the issue was still not resolved. The patient was directed to contact their healthcare professional (hcp) for the issues. There were no further complications reported or anticipated.